Manufacturer narrative:
On 26 july 2016 it was prepared a final report with the information already reported in the initial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 04 may 2016 it was communicated the following: the revision was successfully done on (B)(6) 2016 - explanted was the 1 lat amistem and the surgeon implanted an amistem 3 std cemented. The change from 1 to 3 is suggesting an undersizing during the first operation. The implants will not be returned. On 13 may 2016 the medical affairs director performed a clinical evaluation and commented as follows: stem loosening in tha after 3,5 years since primary on an elderly lady. The stem did not find proximal stability and load transfer was taking place mainly distally. It is conceivable that the primary stem could have been slightly undersized, and this was probably due to the peculiar shape of the femoral canal of this patient (narrow canal, large offset). It is also possible that the patient was rather overweight, but no information is available on this aspect. The root cause for this revision cannot be identified with certainty with the information available. Batch review performed on 27 may 2016. Lot 114563: (B)(4) items manufactured and released on 27 january 2012. Expiration date: 2016.12.31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision planned due to aseptic loosening.